Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and cleaned and lubricated the x,y, and z shafts on the dispenser of the end modules of the osp. The instrument was inspected, tested without further problem, and returned to svc.